Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (j332000); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, at 80% deployment into the native annulus, the valve was at a good height, but upon final deployment the valve moved ventricular to an unacceptable implant depth that was too deep, resulting in aortic regurgitation (ar). Snares were used in an attempt to pull the valve up to an acceptable height to minimize the ar, but when the valve reached a satisfactory height, it dislodged into the ascending aorta. A second transcatheter aortic valve was then partially deployed to 80%, but a similar situation was observed despite using an alternative wire to see whether it would impact how the valve was landing. To avoid the risk of repeating the event with the first valve, the second valve was recaptured and withdrawn from the patient. A non-medtronic valve was implanted instead. No patient complications were reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve procedure, at 80% deployment into the native annulus, the valve was at a good height, but upon final deployment the valve moved ventricular to an unacceptable implant depth that was too deep, resulting in aortic regurgitation (ar). Snares were used in an attempt to pull the valve up to an acceptable height to minimize the ar, but when the valve reached a satisfactory height, it dislodged into the ascending aorta. A second transcatheter aortic valve was then partially deployed to 80%, but a similar situation was observed despite using an alternative wire to see whether it would impact how the valve was landing. To avoid the risk of repeating the event with the first valve, the second valve was recaptured and withdrawn from the patient. A non-medtronic valve was implanted instead. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic (double curved lunderquist) guidewire was used for the procedure. Prior to valve dislodgement, the implant depth was 2 mm on the non-coronary cusp (ncc) and 6-7 mm on the left coronary cusp (lcc) prior to full release, then dove to above 14-15 mm. After dislodgement, the valve was located in the ascending aorta. The dislodgement was attributed to the snaring. The regurgitation of the first valve was moderate-severe paravalvular leak (pvl).

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 3 millimeter (mm) on the non-coronary cusp in the cusp overlap view and 6-7mm on the left coronary cusp in the left anterior oblique (lao). As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was released and the subsequent angiogram revealed that the valve had dislodged ventricular with evidence of aortic regurgitation/paravalvular leak. Two snares were used to pull the valve which consequently dislodged to the ascending aorta. As stated in the IFU: physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. A second valve was attempted to be implanted but was eventually recaptured, removed and a non-medtronic valve was implanted. It was reported that the reason to abort the second evolut implantation was to avoid the same issue of ventricular dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review updated: fluoroscopic valve load inspection was performed and confirmed a good load. A second valve was attempted to be implanted resulting in a deep position, so it was eventually recaptured, removed and a non-medtronic valve was implanted. It was reported that the reason to abort the second evolut implantation was to avoid the same issue of ventricular dislodgement. Updated data: h2 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.